Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few months of implant, it was noted that the right atrial (ra) and right ventricular (rv) leads had migrated through a superior vena cava (svc)/atrial junction atrial septal defect (asd) and were in the left side of the heart. The leads were explanted and replaced. No patient complications have been reported as a result of this event.